Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received unexpected restart alarm. The customer¿s blood glucose level was 225 mg/dl. The customer states the pump was completely shutting off now and keeps getting unexpected restart alarm. Troubleshooting was performed for error alarm and noticed alarm recurring after a battery change. Advised that the pump will need to be replaced. The customer was advised they may continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, battery out limit, failed battery test, empty reservoir, unexpected restart error test or general - unexpected restart alarms or reset time or date anomaly after change battery noted during testing. Device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, stained address number label and missing end cap sticker.